Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. During functional testing, it was found that the downstream occlusion (dso) sensor was decalibrated. The customer reported issue was confirmed. The reported issue was corrected by replacement of the dso seal and recalibrated dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Event description:
The customer returned the device stating, "the pump has an occlusion in the stream". During device evaluation it was found the downstream occlusion (dso) sensor was decalibrated.